Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was over delivering insulin. Customer was experienced low blood glucose. Blood glucose at the time of event was 151 mg/dl. Customer was assisted with troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.